Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection vancomycin (1gm, once in 4days, intraperitoneal, discontinued after 14days) and injection ceftazidime (1gm, once a day, intraperitoneal, discontinued after 14days) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from the peritonitis. Pd therapy was ongoing. No additional information was available.